Manufacturer narrative:
The subject device was evaluated. Device evaluation observed foreign material on the forceps elevator. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of leaking, air function does not work. The issue found during an unknown event. There was no patient harm or injury reported. No user injury reported. The customer received a loaner device. This report is being submitted for reportable malfunction of foreign material on the forceps elevator, insufficient or incorrect reprocessing determined during device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to inform the correction on section g3 (aware date) on the initial report submitted. The correct aware date for section (g3) on the initial report is march 15, 2022 and not march 13, 2022. The investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the first supplemental. The aware date should be 13-mar-2022. Clarification to b3 of the first supplemental, the date reported was based on when the pae was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the forceps elevator around was insufficiently reprocessed immediately after procedure. It is also likely the foreign material on the forceps elevator got dry and adhered since the user did not reprocess the device immediately after procedure. Additionally, the foreign material or dirt adhered to the distal end (between the c-body and the arm cover due to water invading the device from the leakage point. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet¿ ¿3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.